Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was displaying an alarm for prolonged warm water exposure and suboptimal flow rate. The neonatal patient was in normothermia. The target temperature was 37 c, the patient temperature was 35.8 c, the water temperature was 40.3 c, and the flow rate was 0.7 l/min. The neonatal patient was on a pad with two connectors, but the nurse was unsure of the pad size. A rectal probe was used and the axillary temperature was reading 36.4 c. Per troubleshooting, the event log was checked. There was an alert 11(patient temperature 1 below low patient alert), alert 02 (low flow), and an alarm 115 ( prolonged warm water exposure). The nurse stated the neonates skin was intact and looked normal. With pads attached, the system diagnostics showed the flow rate was 0.7 l/min, the inlet pressure was -7 psi, and the circulation pump was 37%. The nurse was advised to check the pad tubing and fluid delivery line for bends or kinks and there was a bend. She disconnected and reconnected the tubing properly and flow rate stabilized at 1.2 l/min. It was recommended that she add the radiant warmer for a short time and turn it off as the neonate reached the target temperature. The sales representative (B)(6), the territory manager, and clinical manager were emailed. (B)(6) spoke with the helpline and stated the patient's temperature was now rising and the water temperature was 32 c. The nurse called back three hours later. The patients temperature was 35.9 c, the water temperature was 39.9 c, and the flow rate was 1.4 l/min. The nurse was concerned that the patient was cooling on the device. It was explained that the device was making warm water and the flow rate was good for the pad in use. Pad coverage a discussed and it was discovered that the patient was laying on the pad and the center straps were not around the patient's abdomen. The nurse was advised to pull the straps around the abdomen and/or add a leg pad to the thigh for better coverage. Per follow with (B)(6), the nurse was using two universal pads on the patient and not a neonatal pad. The nurse stated that a neonatal pad would be added with the other pads to continue therapy. Additional information was received from sales rep. (B)(6) on 07/31/2018. He stated that the universal pads were removed and a neonatal pad was used. The patient completed therapy on the device with no further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "arcticgel¿ small universal pad instructions for use english arcticgel¿ small universal pad - instructions for use indications the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature. Contraindications ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. ¿ do not place arcticgel¿ pads on immature (non-keratinized) skin or premature babies. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ the arcticgel¿ pads are non-sterile for single patient use only. Do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician¿s directions, either prior to the sterile preparation or sterile draping. ¿ do not reprocess or sterilize. ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ carefully and slowly remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal of the pad from the patient¿s skin may result in skin tears. ¿ do not allow circulating water to contaminate the field when lines are disconnected. ¿ discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. See operators manual for detailed instructions on system use. ¿ select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. ¿ the following sizing chart is provided as guidance. Modify the number of pads and locations as necessary to meet specific clinical needs. Patient weight number of pads 2.5 - 5 kg (5.5 - 10 lbs) 1 5 - 10 kg (10 - 22 lbs) 2 10 - 16 kg (22 - 35 lbs) 3 16 - 30 kg (35 - 66 lbs) use arcticgel¿ pad kit 317-02 (xxs) ¿ place the pads on healthy, clean skin only. Locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. ¿ the pad surface must be contacting the skin for optimal energy transfer efficiency. The small universal pads are provided with a cloth liner over the hydrogel. The pads may be used with the cloth liner in place or removed to expose the hydrogel adhesive. If the cloth liner is used, secure the pads with the velcro straps to ensure good contact with the skin. The pads may be removed and reapplied if necessary. ¿ due to the small patient size and the potential for rapid patient temperature change ¿ it is recommended to use the following settings: water temperature high limit: =40°c (104°f) water temperature low limit: =10°c (50°f) control strategy: 2 ¿ it is recommended to use the patient temperature high and patient temperature low alert settings. ¿ place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. ¿ attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. ¿ if the pads fail to prime or a significant continuous air leak si observed in the pad return line, check connections, then if needed replace the leaking pad. ¿ once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. Number pads 1 2 3 minimum flow rate l/m 0.9 1.7 2.4 ¿ when finished, purge water from pads. Slowly remove pads from the patient and discard." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was displaying an alarm for prolonged warm water exposure and suboptimal flow rate. The neonatal patient was in normothermia. The target temperature was 37c, the patient temperature was 35.8c, the water temperature was 40.3c, and the flow rate was 0.7 l/min. The neonatal patient was on a pad with two connectors, but the nurse was unsure of the pad size. A rectal probe was used and the axillary temperature was reading 36.4c. Per troubleshooting, the event log was checked. There was an alert 11(patient temperature 1 below low patient alert), alert 02 (low flow), and an alarm 115 ( prolonged warm water exposure). The nurse stated the neonates skin was intact and looked normal. With pads attached, the system diagnostics showed the flow rate was 0.7 l/min, the inlet pressure was -7 psi, and the circulation pump was 37%. The nurse was advised to check the pad tubing and fluid delivery line for bends or kinks and there was a bend. She disconnected and reconnected the tubing properly and flow rate stabilized at 1.2l/min. It was recommended that she add the radiant warmer for a short time and turn it off as the neonate reached the target temperature. The sales representative robert cancelosi, the territory manager, and clinical manager were emailed. Robert cancelosi spoke with the helpline and stated the patient's temperature was now rising and the water temperature was 32c. The nurse called back three hours later. The patients temperature was 35.9c, the water temperature was 39.9c, and the flow rate was 1.4 l/min. The nurse was concerned that the patient was cooling on the device. It was explained that the device was making warm water and the flow rate was good for the pad in use. Pad coverage a discussed and it was discovered that the patient was laying on the pad and the center straps were not around the patient's abdomen. The nurse was advised to pull the straps around the abdomen and/or add a leg pad to the thigh for better coverage. Per follow with robert, the nurse was using two universal pads on the patient and not a neonatal pad. The nurse stated that a neonatal pad would be added with the other pads to continue therapy. Additional information was received from sales rep. Robert cancels on (B)(6) 2018. He stated that the universal pads were removed and a neonatal pad was used. The patient completed therapy on the device with no further issues.